Event description:
It was reported that the pin attaching the monitor and monitor yoke to the suspension arm sheared, causing the monitor to fall to the floor. Pin is located in swivel. There were no injuries.